Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer stated the high blood glucose was a result of poor food choices. The customer stated that they had calibration errors, sensor errors and a weak signal from the insulin pump. The customer was informed that there could be many reasons for high blood glucose. The customer stated they would like to finish trouble shooting later when his son comes home. New sensors were sent to the customer. No further information was provided.